Event description:
Good day. We have received the following complaint notification. Notification: when the consumer screws up the needles on the pen, the consumer experiences that the needle often rotates. As a result, no insulin comes through the needle when injecting. Unfortunately, the consumer no longer has the box in his possession. Indicates that they have suffered from this for the past 6 months. The lady did not experience any problems with this. Ticket number: article number: 320696. Product description: microfine pennld 0,23x6mm thin. Lot number: not present. Application number: (B)(4). We look forward to hearing from you. You can reply directly to this email. Sincerely, xxxxx benu medical devices.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to e (country type), h6 (investigation type, investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.